Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the ventilator and could not duplicate the reported issue. The device passed all testing and was placed back in service.

Event description:
It was reported that a ventilator accept key was unresponsive. The ventilator was not on a patient at the time of the event.